Event description:
The pump was programmed to delivery 1000ml of lactated ringers at a rate of 100ml/hr, with a dose limit of 900ml and the delivery was started. At 2345, the pump alarmed "dose end." At that time, the nurse noted that the pt had received 900ml of the solution in 1 hour and 25 minutes. The pump was removed from clinical service. The physician was notified. The pt's blood pressures were checked every hour for an unspecified length of time. There were no reports of any adverse pt effects. No medical interventions were required.